Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to the regional repair center for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: - there is detachment of cable unit. - the water tightness is lost. - there is damage on cable unit. Based on the results of the investigation, determined the following cause: there is detachment of cable unit, and water tightness is lost. And there is damage on cable unit. The most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device presents external/physical damage (hoses). The problem occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.